Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer had multiple external components which were damaged. It was also indicated that the programmer stylus was out of calibration. It was also indicated that the link electronic module (lem) printed circuit board (pcb) was out of specification and the cooling fan was noisy. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer required service of the keyboard and latches. The programmer was returned for service. There was no patient involvement.